Event description:
Per the info provided to co by the physician's office, the revision occurred because "a band of scar tissue had built up around the device so that it would not cycle." As reported to co, the device was "not removed, just repositioned."7/17/97 -in the requested info received from the physician/surgeon, he stated that the "scar encircled the valve mechanism."